Event description:
During a bankart repair, the drill guide bent and collapsed, resulting in metal shavings entering the patients joint while drilling. The surgeon placed the drill guide, drilled and then inserted the bioraptor anchor and had difficulty pounding in the anchor. The surgeon then drilled a second site when he noticed that metal shavings were present in the joint. He removed the shavings immediately. The surgeon went to place the second bioraptor and while pounding it in, it broke and all pieces were removed. Repair was completed with a competitors device. No patient injury or complications resulted.

Manufacturer narrative:
Evaluation of the guide showed it to be bowed and bent at the distal tip. A small amount of material is missing from the distal tip's i.d. The drill is missing its' lazer marked depth line on the distal end and is scored along its circumference.